Manufacturer narrative:
An immucor employee was at the customer site to report the event, and stated that all test wells were graded by the instrument as negative.

Event description:
On 19jan2017, an immucor employee at a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017.